Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 45 days after the dental implant was installed in intraoral region #22 it was verified its non osseointegration. Forty-five (45) ncm of primary stability was achieved and immediate load was performed. No further information was provided.